Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection, clear passage test, pressure test and functional testing were performed. No malfunctions were identified during evaluation; therefore a root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
It was reported that a clearlink buretrol solution set had air in the line under the drip chamber. This occurred during priming with a lactated ringers injection. The customer stated that the amount of air varies, but that bubbles as long as 1/2 inch have been observed. Per the report, no air is observed until ?they open up the valve and prime the distal tubing; it allows air in the line.? The customer said that no other in-line set or syringe is being used; the problem is occurring on the stand alone device. There was no patient involvement. No additional information is available. This is report 1 of 3 of the same reported event from this facility.